Manufacturer narrative:
Plant investigation: no parts were turned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) was called to perform an onsite inspection regarding a burning smell and a fluid leak. The res confirmed the burning smell, the fluid leak and found a discolored segment of tubing. The res resolved the issues by replacing valve 33 and the discolored tubing segment. The res ran a complete heat cycle. Functional checks were performed, and the machine passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine was smoking and set off smoke detectors. It was reported that the valve 31 possibly caused a small fire and damaged the valve, actuator board, and hoses and tubing. An regional equipment specialist (res) noted a burning smell and discolored segment of tubing and fluid leak. The res replaced v33 and the discolored tubing segment. Upon follow up, the biomedical technician stated that the building was evacuated. Patient treatment was interrupted but all patients had their blood rinsed back. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed replaced the plug, which resolved the issue. The plug was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine was smoking and set off smoke detectors. The building was evacuated. Patient treatment was interrupted but all patients had their blood rinsed back. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed replaced the plug, which resolved the issue. The plug was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.